Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusions: the reported positioning difficulties and deformation of the delivery system could not be assessed based on the limited images available; therefore, the cause or possible contributing factors to the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and a longer procedural angiogram showing attempts to advance the delivery system further proximally into the vasculature was not available for review. Analysis of the available images did not reveal any obvious issues with the delivery system or patient anatomy. Two still images received for analysis. Images depict the distal section of an endurant delivery system. The graft cover has been retracted and the stent graft has been deployed. A kink is evident to the inner member. Deformation is evident to the distal graft cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf2813c166ee ii stent graft was intended to be implanted during the endovascular treatment of a 60mm aaa it was reported that during the index procedure while attempting to position the stent graft it was difficult to enter in the tortuous access, and the delivery system of the main stent became kinked. The patient, who was under local anesthesia, experienced severe pain. Despite repeated attempts and rotation maneuvers, the main stent still could not be advanced. After removing the main stent, communication with the patient¿s family took place, and a non-mdt stent graft with a smaller outer diameter of delivery system was selected to complete the procedure. After the operation, the surgeon deployed the stent graft t in vitro and found that the shaft of the delivery system was already bent and deformed. Per the physician the cause of the event was anatomy related due to the patients thin, tortuous and severely calcified right femoral artery. The device was confirmed to have been inspected prior to use with no issues found and no damage noted to the packaging. No additional clinical sequalae were provided and the patient is fine.